Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that after successfully shocking a pt out of ventricular fibrillation with a return of spontaneous circulation (rosc), they were unable to acquire a post-arrest 12-lead ECG. There was no pt impact related to the inability to acquire a 12-lead ECG.